Manufacturer narrative:
Results and conclusions eval-the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
This report is being filed upon notification from our MFR in (B)(4) to submit this event that happened in (B)(6). Problem: the pt was having an x-ray examination when the visub (viewing subsystem/image processing unit) stopped functioning. The staff had to restart the system which activated the visub. The pt was not injured.